Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a lead revision procedure. The physician alleged that the right ventricular lead was not in the correct position. The physician capped and replaced the lead on (B)(6) 2020 and exchanged the implantable cardioverter defibrillator electively. The patient was in stable condition.